Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and re-greased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had an overload error and high ma error messages during a case. No pt injury was reported.